Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image disappeared during the right-left angulation direction. This finding was due to damage on the charge-coupled device. An additional contribution to this finding was also a disconnected or short circuit of the image sensor cable. Due to the damage on the charge-coupled device scope communication error (e216) was also observed. Upon further inspection, it was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that video connector and video connector case had a crack due to physical stress caused by mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope video disappears temporarily. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, a scope communication error (e216) was observed, which is also a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events was unable to be identified; however, the events most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.